Event description:
It was reported that a lcsk5 was used during an unk procedure. It was reported by the affiliate that the attached blade skewed during cut down mode. So the tissue would not cut as intended. There was no consequence to the pt. 9/8/1998 additional info from affiliate. A new blade was used to complete the case.